Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots prior to consecutive cs054 alarms. During testing, the pump successfully completed the ez-prime steps with no power interruptions or alarms occurring. The pump¿s cover was removed, and no intermittent condition was found to the power circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.